Manufacturer narrative:
The instrument was returned and evaluated. There was a tear at the mouth parallel to the tube that was approximately .095 in length. There was another tear that was .181 in length that was perpendicular to the tube. Additionally, insulation was damaged at the interface between the silicone and the pellethane sections. Insulation was removed was a triangular piece that measured approximately .137 x .100 x .145. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage at the interface ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
No complaint was communicated to intuitive surgical regarding performance of the tip cover accessory. The accessory was returned installed on a monopolar curved scissors instrument that had an alleged malfunction prior to starting a surgical procedure.